Event description:
It was reported that the patient was being treated at an external hospital for an acute lad stenosis and the hospital team put him on ECMO. The femoral catheter was inserted percutaneously and the patient was placed on pump. Short after taking the patient on pump (approx. 5-10 minutes), they heard a noise and the ECMO system was full of air and finally stopped. The team found a break in the cannula at the end of the cannula, near the slimmer part of the cannula body. They clamped the cannula above the break and needed to change the whole ECMO system under high emergency conditions. Patient remains intubated in the intensive care unit.

Manufacturer narrative:
Device evaluation anticipated upon return of device from the customer. This device was used off label as edwards cannula are not to be used for veno-arterial ECMO.

Manufacturer narrative:
Evaluation: received (1) femoral cannula. Dry blood was visible on the cannula. The customer report of damage to cannula body was confirmed. Cannula body was torn approximately half way around the circumference at the over mold area. As received cannula body was pinched or possibly clamped 2cm distal from the tear. Proximal end of cannula body also appeared cut and not returned with the cannula. Visual examination was performed with unaided eyes. One dftv024 cannula was received in a double plastic bag. The original packaging was not returned with the device. The cannula was evaluated by quality engineering and mechanical engineering. The reported complaint of a break in the cannula was confirmed. The cannula had been clamped just distal of the tear causing a section of the tubing to remain compressed. A large tear or split was found in the cannula body wire wound tubing. Additionally, the proximal end of the cannula appears to have been cut off or removed. The proximal end of the device was not returned with the product. The wall thickness of the tubing where the split occurred was within the specification. A device history record (DHR) review was performed and no related non-routine nonconformities were identified during the manufacture of lot 59211443. Instructions for use were reviewed and found appropriate. The dftv024 cannula was received with a split or crack near the proximal end. The root cause of the damage could not be determined. Given the inspection and precautions listed in the process controls / risk controls section, it is unlikely that the cannula was damaged prior to shipment from the edwards utah facility. Wall thickness measurements on the device and pull tests performed during manufacturing of the lot indicate that this is not a manufacturing issue. A manufacturing defect cannot be confirmed. The information from this complaint will be included in trending and future CAPA determinations. Review of the damaged tubing on the returned dftv024 device does not indicate that a manufacturing defect resulted in the reported issue; therefore, a product risk assessment (pra) will not be generated. Trends will continue to be monitored on a monthly basis and if further action is requested appropriate investigations will be performed.